Manufacturer narrative:
Manufacturer¿s investigation conclusion:the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 9 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transferred to intensive care unit (ICU), from outside hospital, for evaluation and management of shortness of breath along with chest pain on (B)(6) 2019. Chest x-ray at outside hospital was concerning for right lower lobe infiltrate; patient had a leukocytosis of 13.8. Patient was managed as pneumonia; possibly aspiration related versus pneumonitis. Patient was treated with broad-spectrum antibiotics initially vanco, azithromycin and zosyn symptoms improved and remained stable and patient was cleared for discharge by cardiology service. On (B)(6) 2019, patient was discharged home medically stable